Manufacturer narrative:
(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse found a reagent pipettor 4 dil test out of specifications and replaced the urethane pump belt from the precision pump of the reagent pipettor 4 and he cleaned it. He performed the dil-test and the hs system check which all passed. The fse finally replaced all the reagent pipettor probes and adjusted the ultrasonics. The customer did not report further concern. In conclusion, the primary failure mode for this event is a hardware malfunction of the precision pump of the reagent pipettor 4.

Event description:
On (B)(6) 2021 the customer reported false reactive sars-cov-2 igm (access sars-cov-2 igm assay, part number c58957, lot number was not provided) results were generated on the customer's unicel dxi 800 access immunoassay analyzer (part number 973100 and serial number (B)(4)). The customer stated obtaining erroneously reactive sars-cov-2 igm patient results for an undetermined number of patients. No incorrect results were provided to patients. The customer provided five (5) patients results with erroneously reactive sars-cov-2 igm results, all obtained only with the reagent pipettor 4: ¿ patient one: sample ID (B)(6) was reactive at 5.57 s/co on the (B)(6) 2021. ¿ patient two: sample ID (B)(6) was reactive at 2.89 s/co and at 7.52 s/co on (B)(6) 2021. It was repeated on (B)(6) 2021 on the reagent pipettor 2 with a non-reactive result at 0.26 s/co. ¿ patient three: sample ID (B)(6) was reactive at 6.90 s/co on (B)(6) 2021. ¿ patient four: sample ID (B)(6) was reactive at 2.22 s/co on (B)(6) 2021. It was repeated on (B)(6) 2021 with a non-reactive result at 0.46 s/co on the reagent pipettor 3. ¿ patient five: sample ID (B)(6) was reactive at 4.11 s/co and repeated at 6.19 s/co on the (B)(6) 2021. It was repeated on the (B)(6) 2021 on the reagent pipettor 3 with a non-reactive result at 0.19 s/co. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No calibration data provided. No quality control and no system check data were provided at time of the event. A field service engineer (fse) was dispatched at customer¿s site on (B)(6) 2021. He found a reagent pipettor 4 dil test out of specifications, he replaced the precision pump urethane pump belt of the reagent pipettor 4 and he cleaned it. He performed the dil-test and the hs system check which all passed. The fse finally replaced all the reagent pipettor probes and adjusted the ultrasonics. No issues with sample integrity were reported by the customer.